Manufacturer narrative:
It was reported that the patient has a possible infection. It was also reported that the tibial tray implant may be loose. A revision surgery is planned to exchange the poly inserts and tibial tray. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has a possible infection. It was also reported that the tibial tray implant may be loose. A revision surgery is planned to exchange the poly inserts and tibial tray.